Event description:
Edwards was contacted by a patient stating he had an edwards mitral bioprosthetic valve implanted in (B)(6) 2010, which was explanted in (B)(6) 2010 due to a (B)(6). The edwards valve was then replaced with a non edwards device, which has now become stenotic. Patient is inquiring for reoperation alternatives. Patient's email stated the following: "in (B)(6) I had 3 bypasses and a new mitral valve put in (subject valve). In (B)(6), I had to have that valve replaced because of a (B)(6) that ate away the one from (B)(6). This is a bioprosthetic valve which was inserted from a cut in my left side instead of from the front of my body. Now I have severe aortic stenosis. My question is: is there a problem using the edwards sapian valve replacement due to my artificial mitral valve? What is your experience? Thank you for your input." No additional information was provided; multiple follow up attempts with the healthcare provider have not been successful.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has not been returned to edwards for evaluation. Despite multiple attempts with the healthcare provider, no additional information has been provided. Without device return or additional information, no further investigation can be performed. Attempts are ongoing. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Additional information will be provided if received.